Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there was no activity related to the complaint observed in pump download history. The pump powered on normally and was exercised for three hours, no overheating or alarms were duplicated. The complaint regarding the pump and battery overheating could not be duplicated during investigation. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. Software version: d1e, date of manufacture: 08/2009.

Event description:
The patient reported that the battery compartment was hot to touch. The patient reported she showers with the pump. Customer support advised patient to change battery cap every three months when getting the pump wet.